Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this device has exhibited extended charge times which may be indicative of an out of specification condition. With current information, no remedial action has yet been taken. No adverse patient effects were reported.